Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal in 2005 and cryocautery of cervix in 2005. Concurrent conditions included uterine fibroids, back pain, hypertension and anemia. Concomitant products included hydrochlorothiazide;lisinopril (lisinopril hydrochlorothioazide interpharm) since 2000 and ondansetron (zofran) since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy skin/ rash") and urticaria ("hives/ wellts on arms"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal type: yeast"). On (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the rash pruritic, urticaria, vulvovaginal mycotic infection, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, rash pruritic, urticaria, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: pelvic pain, abdominal pain, and abnormal bleeding resolved 2 weeks after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; biateral essure devices are present in the expected locations. Hysteroscopy - on (B)(6) 2011: right essure 5 coils, left essure 6 coils in uterine cavity. Pathology test - on (B)(6) 2018: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis and squamous metaplasia, patent and unremarkable endocervical canal; endometrium: benign proliferative endometrium; myometrium: benign leiomyomata; uterine serosa: negative for endometriosis; bilateral fallopian tubes: normal bilaterally, paratubal cysts; normal ovaries. There are essure wires within the cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received : fu(3) and (4) processed together. Following event was added: dysmenorrhea (cramping). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. (B)(6)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included back pain, hypertension and anemia. Concomitant products included hydrochlorothiazide; lisinopril (lisinopril hydrochlorothiazide interpharm) since 2000. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), pruritus ("rashes or skin conditions type: itchy skin") and urticaria ("hives/ welts on arms"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal type: yeast"). On (B)(6) 2013, the patient experienced nausea ("nausea"), 2 years 6 months after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the pruritus, vulvovaginal mycotic infection, fatigue, urticaria and nausea outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, nausea, pelvic pain, pruritus, urticaria, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: chronic cervicitis and squamous metaplasia. Endometrium: benign proliferative endometrium. Myometrium: benign leiomyomata. Uterine serosa: negative for endometriosis. Bilateral fallopian lubes: paratubal cysts. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received: lot no. Was added. Event injury was replaced with pelvic pain. New events - abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal type: yeast, nausea, rashes or skin conditions type: itchy skin; welts, fatigue, abdominal pain were added. Severity of event pelvic pain and abdominal pain were updated as severe. Reporter's information, patient demography, medical history, concomitant condition, lab data were added. Case is upgraded from other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.